Event description:
Event description cpi received information that an invasive was performed to replace this bipolar lead due to 'failure to pace and sense'. The physician elected to replace the implantable pulse generator (ipg) and the lead. Implanted-10/10/88. Explanted-08/06/96. Implant months-94.